Event description:
Information received from the field notes that the patient presented for a routine follow-up without complaints or symptoms. Interrogation found the device in back-up mode. A software download was unsuccessful. Therefore, the device was replaced.